Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and found that the geometry movements were unavailable. Review of the log files confirmed the malfunction with the motor assembly. The fse performed system troubleshooting and found that the amc (advanced motion controller) drive was shorted out and it kept blowing fuses in the r cabinet power module. The fse replaced the amc drive to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were unavailable. The system was in clinical use and the patient was transferred to another room to complete the procedure. There was no reported patient or user harm. A philips field service engineer (fse) replaced the power supply in the l arm and returned the system to use in good working order.